Event description:
A customer reported that during a laser treatment, the laser displayed a message indicating that the secondary energy was too low. They were able to press the "ok" key and continue the treatment. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).